Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter clogging in the air/water nozzle could not be identified and the root cause of the issue could not be determined, as there was no deformation observed that might contribute to the retention of foreign material and no customer reprocessing information was reported or is available. The event can be detected/prevented by following the instructions for use sections below: ¿instruction manual evis exera ii colonovideoscope olympus cf type h180al/I operation manual chapter 3 preparation and inspection¿. ¿instruction manual evis exera ii colonovideoscope olympus cf type h180al/I reprocessing manual chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. A clogged nozzle had caused the customer's allegation of no flow. In addition, the device evaluation found that the insertion tube had buckles ad low insulation and the light guide lens had minor scratches. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope was not getting air during an unknown diagnostic procedure. There was no report of patient harm associated with this event. During inspection of the returned device, the nozzle was clogged. This MDR is being submitted to capture the reportable malfunction found during device evaluation.